Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the customer's reported issue. The sprintpack failed the function test. The sprintpack was not charging the batteries. Internal inspection of the power manager revealed component q1 of the pcba board was burnt and missing. This condition can cause the power manager to not charge the batteries. The unit is un-repairable.

Event description:
It was reported to carefusion that the unit was not charging. While in service, it was discovered that the unit had a burnt component. There was no patient involvement associated with this complaint.